Event description:
It was stated that the insulin pump has no audio tones. Troubleshooting was performed and the insulin pump did not beep during the tone test. It was also stated that the customer experienced high blood glucose readings in the 20 mmol range. It was stated that the high pressure test was performed and the insulin pump did not alarm during that test either. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.